Event description:
It was reported that pump experienced malfunction with code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer, with assistance from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction occurred again.